Manufacturer narrative:
Concomitant medical products: product ID: 3560030, serial# unknown , product type: extension. Other relevant device(s) are: product ID: 3560030, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient a patient that had undergone and advanced evaluation with an external neurostimulator. It was reported that the percutaneous extension connector hard migrated slightly into the tunnel made by the tunneling tool during the stage 1 procedure. The healthcare professional (hcp) was able to locate it and retract it slightly into the pocket site. From there, it was safely removed and discarded. The patient did not report any symptoms or problems. The issue was noticed at the time of the stage 2 procedure, when the perc extension and connector were to be removed. The patient movement and or pulling of the perc extension cable could have caused the connection site to migrate into the tunnel. The issue was resolved at the time of the report.